Event description:
Boston scientific received information that a lead procedure was being performed due to a lead issue. Physician: dr (B)(6) event date (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).